Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a left-side subclavian tavr (transcatheter aortic valve replacement) procedure with a 26 mm sapien 3 ultra resilia valve in the native aortic position, an annular rupture occurred while performing balloon valvuloplasty (bav) using a non-edwards balloon. There were then some difficulties encountered when removing the bav balloon from the 14fr esheath+, at which point a dissection occurred, which extended from the ascending aorta to the aortic arch. In response, extensive and unspecified repair was performed. The 26 mm commander delivery system (with loaded valve) was then advanced through the esheath+ with some additional difficulties. Ultimately, the valve was successfully implanted and the patient appeared to have a temporary tamponade rupture. The patient experienced a cardiac arrest and was placed onto extracorporeal membrane oxygenation (ECMO). The ECMO circuit clotted off within a few minutes for an unknown reason, and the decision to withdraw care was made shortly after. The patient's death was pronounced in the operating room due to severe aortic dissection secondary to aortic root rupture. Per report, the dissection plane was not noted in the patient until review of images post death, which appeared to be visible post bav.